Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while traveling after 2 dexcom cgm sensors behaved erratically and failed to maintain signal, after which the ilet was expected to enter bg run mode to allow manual bg entry and continue basal delivery; the patient¿s reported glucose reached approximately 372¿373 mg/dl for about 2 hours, no back-up therapy was used, and no ketone testing or medical intervention occurred. Symptoms included hyperglycemia without loss of consciousness or other acute complications. Outcomes included no hospitalization and no long-term impact reported. Investigation included complaint intake, troubleshooting, and user education on bg run mode and manual bg entry. Investigation of this case revealed a hyperglycemic event with unclear cause in the context of cgm communication issues, with no device alarms reported and no additional device component failures identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.